Manufacturer narrative:
Investigation of the device logs found that level sensor alarmed due to the uneven mixing of blood in the reservoir. The error self rectified afterwhich the system functioned as expected. There was no patient harm. Spectrum medical is working on an improvement to this issue.

Event description:
User reported that protected level triggered incorrectly on commencement of bypass. No error displayed just triggering protected level alarm. User disabled level and synced with blood. Rest of case continued without issue. No patient harm as a result of this.